Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the pt's monitor would not power on properly. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on properly) has been confirmed. Upon service investigation, the monitor produced 'pulse current faults'. Pulse current faults would prevent the high voltage capacitors from charging. The cause of the faults was improper seating of the interconnect pca board. The root cause of the improper seating cannot be positively identified. No adverse event resulted from the faults. The pt received a replacement monitor.